Event description:
It was reported there was a break in the catheter. The reporter stated that this was supposed to be a simple pump reposition, but upon opening the pocket the catheter break was discovered. It was noted the proximal segment of the pump connector broke and was replaced. It was further noted the patient had less than 50% therapy relief at the device pocket. It was noted that drug was collecting in the pump pocket. It was further noted the patient status at the time of this report was alive with no injury. The pump contained prialt/ziconotide. Additional information received reported the patient experienced no adverse effects other than ¿quite a bit¿ of movement of the pump in the pocket. The reporter stated the patient¿s pump was moving around in the pocket and there was fluid collecting around it. The reporter further stated the pocket was too large for the pump and when the pocket was opened it was discovered that the catheter had come out of the pump connector most likely due to the twisting of the pump and catheter. It was noted the catheter was aspirated easily and had steady flow of cerebral spinal fluid. It was noted the patient was doing great.

Manufacturer narrative:
Received for analysis was the catheter. Analysis findings concluded that the catheter body had significant twisting that may have affected infusion.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).